Manufacturer narrative:
A clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Although, there is no documentation in the complaint file to support a causal relationship between the liberty cycler and the patient¿s hypervolemic hospitalization event. Based on the provided information a temporal relationship possibly exists between the liberty cycler which the patient was waiting for and the patient¿s hypervolemic event with shortness of breath which required hospitalization. However, there is probable association between the patient missing 2 days of pd dialysis via not completing manual pd therapy despite having the supplies, coupled with non-compliance with the patient¿s pd prescription as the patient reportedly skips daytime exchange and the subsequent development of shortness of breath and hypervolemia. Non-adherence to dialysis treatments known to be a factor in admission to the hospital. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient reported their replacement cycler had been not been delivered to their address which resulted in them not being able to do treatment for 2 days. The patient stated due to their inability to do treatment they felt sick and went to the hospital. The patient was hospitalized from (B)(6) 2017 due to hypervolemia and shortness of breath. During follow up the pd nurse stated the patient has a history of non-adherence to pd therapy and reportedly skips a daytime pd exchange. According to the pd nurse the patient not adhering to daytime exchanges has contributed to the patient¿s fluid overload event. Additionally it was reported the patient had manual pd supplies as an alternative pd treatment while waiting for the replacement cycler but refused to do their treatment. The patient¿s treatment during the hospitalization included draining the fluid and completing pd treatment in a timely manner. The patient has recovered from the event and is continuing pd treatment.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no nonconformance or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.